Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the infusion set tape did not adhere and fell off after insertion on (B)(6) 2026. No further information available.